Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the implantable pulse generator (ipg) system, the patient deteriorated and their blood pressure kept dropping. They could not be stabilised and passed away.